Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced muscle stimulation. Lv lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable prior and post procedure with no diaphragmatic stimulation post procedure.